Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to other meters and to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the alleged inaccuracy issue started. He reported that on an unknown date/time, he obtained an alleged inaccurately high blood glucose result of ¿274 mg/dl¿ on the subject meter compared to his feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he also compared the result on the subject meter to his friend¿s onetouch ultra2 meter and his doctor¿s meter, which both reportedly read ¿236 mg/dl¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin which he self-adjusts. He was unable/unwilling to say whether he made any changes to his usual diabetes management routine following the start of the alleged issue. He reported that on an unknown date and time, he felt his blood sugar level was low with symptoms of ¿jittery, sluggish, like he was drunk¿. He stated that he ¿took candy¿ to treat his symptoms. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. The patient did not have control solution to test the meter and test strips. Education was provided to the patient on the use of control solution. Replacement products, and control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Jittery and sluggish, while using the meter.